Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the suture was used. During the procedure, the suture thread seems to be thinner than the actual diameter and the needle is greater than indicated. The procedure was completed with other suture. There were no adverse patient consequences reported. Additional information has been requested.